Manufacturer narrative:
No product returning for evaluation. Should new relevant information become available, a supplemental form will be submitted.

Event description:
It was reported that the customer experienced low blood glucose levels (54 mg/dl). Customer drank soda, and changed his overnight basal rate from 1.6 to 1.5 units per hour to stabilize blood glucose levels.